Event description:
It was reported the patient presented in clinic for follow-up. Interrogation of the pacemaker showed a longevity of 1.5 years. Longevity calculated by technical support was 0.3 years showing the longevity had been overestimated. No changes or interventions were performed; the pacemaker will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
The reported event of longevity overestimation was confirmed. The pacemaker was received for analysis. Longevity analysis was performed using available programmed settings and usage data found normal battery depletion. The pacemaker functioned normally on the bench and no anomalies were found. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.

Event description:
Related manufacturer reference number: 2017865-2022-06522. New information noted the pacemaker was explanted and replaced. There were no patient consequences.